Event description:
It was reported this pacemaker went into safety mode. It was also suspected that the device exhibited premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.